Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was oversensing noise. The lead was explanted and replaced without issue. The patient was stable before, during, and following the event.

Manufacturer narrative:
A complete lead was returned in two pieces. The connector portion measured 13.5 cm and the distal portion measured 40.0 cm. Analysis was completed. Visual inspection found an external insulation abrasion breaching the outer insulation consistent with friction to the device can. The cause of the reported event was due to exposure of outer coil at the abrasion region.